Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR: gladiator elite 6.0 x40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with resistance being encountered and excessive force being applied to the device. A visual and tactile examination found the shaft of the device to be severely kinked at more than one location. This type of damage is consistent with resistance being encountered and excessive force being applied to the delivery system. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a vessel in the center of the elbow. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres, the balloon was leaking liquid and pinhole was noticed on the balloon material. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was located in the moderately tortuous and moderately calcified median cubital vein with 70-80% stenosis.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in a vessel in the center of the elbow. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 2 atmospheres, the balloon was leaking liquid and pinhole was noticed on the balloon material. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.